Event description:
It was reported that during a gastric bypass procedure, the upper jaw with the white teflon pad split and broke off into the patient. The piece was retrieved. No message on the generator was noted. A new device was used to complete the procedure. There was no patient impact. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged and melted. The tissue pad was fully present ¿ not detached as reported. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.